Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to unknown product performance anomaly. A new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
As per additional information, this record has no longer meets reportable complaint review. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to unknown product performance anomaly. A new lead was implanted. No adverse patient effects were reported. Additional information indicated that this lead was not good for the branch chosen.